Event description:
It was reported that the customer was hospitalized for high blood glucose. The customer stated her blood glucose was high and treated before her admission. Troubleshooting was performed. The insulin pump passed the tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.